Event description:
Gcm received and reviewed email via service cloud on 5-aug-2024 from (B)(6), regarding an ultra(tm) 4-way stopcock w/swivel male luer lock 50/ca with item number mx2341l lot number 4470067. It was stated that the stopcocks on 1 lumen of patient's PICC line came disconnected. Upon discovery, promptly notified PICC registered nurse and troubleshooted. It is unknown if the device is available for investigation. Sample photos were provided by the customer. There was patient involvement, and unknown patient harm/adverse event reported. (B)(6) 2024. Update: gcm received an email on 9-aug-2024 from (B)(6) informing that the product was thrown out and is not available. The event occurred on (B)(6) 2024 during infusion in the nicu. The outcome of the event was resolved, a heparin flush through the PICC line was given and stopcocks were removed. There was no patient harm/adverse event reported. (B)(6) 2024.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the stopcocks on 1 lumen of patient's PICC line came disconnected. Upon discovery, promptly notified PICC registered nurse for troubleshooting. The outcome of the event was resolved, a heparin flush through the PICC line was given and stopcocks were removed. There was no patient harm/adverse event reported.